Event description:
This pt was treated with a cypher stent in a de novo lesion in the lad. Approximately one month later, the patient had chest pains and came in for a follow up. The stent appeared to be fractured as seen on angio. Films of the index procedure and follow up angio were provided for independent review. This product is not available for testing and evaluation.